Event description:
Dealer stated that the harness' overheated and sparks came out. The harness' burned and melted. User was driving chair into a van. The chair has a tilt system and a toggle switch was added. No injuries occurred during this incident.

Manufacturer narrative:
Photographs of the parts involved in this incident were sent to sunrise medical (us) (B)(4) by the dealer. The photographs were reviewed by our internal failure investigator who came to the following conclusion: battery 1 photo: appears that negative battery post insulating cover is charred. Also approx. 2.5 inches of bare harness wire extending away from battery post ground is exposed (no insulation). Appearance of battery top cover around negative post is slightly charred and melted. Positive lead fuse holder cap is also slightly melted. Battery 3 photo: this photo is showing the underside of the q-tronix controller unit. A burn mark is located on the rear edge of the controller adjacent to the motor harness plug. Charred insulating material from the battery harness is present and extending towards the power supply harness. The contact site appears to have exposed metal. There is evidence of charring on both motor insulating plug cover and power supply harness insulating cover. Battery 2 photo: is a wide shot of photos 1 and 3 combined; battery jacks p/n: 349075 appear to be missing. Conclusion: it appears that the batteries wore a hole in the battery terminal insulation by moving back and forth across the ribbed controller housing. Once metal to metal contact was made, the short circuit burned the insulation off the lead wire exposing bare wire, further shorting and generating enough heat to char the insulating connector boots on the controller harnessing and battery harness mentioned above. The product is shipped out with battery jacks p/n 349075 installed to secure the batteries so unwanted movement is prevented. Both battery jacks p/n: 349075 appear to be missing in the photos. It appears that the parts involved in this incident are being returned to sunrise medical (us) (B)(4). If and when they are received, if more information is gathered in the physical investigation, a follow-up report will be filed.